Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this rv lead had documented pauses in pacing with rates going into the 30-40s. There is no indication of oversensing evident on egms. Stored atrs show af being sensed, with vp intervals 1400ms, when lrl is set to 60 (1000ms). The sensitivity was programmed to 10mv and outputs to 6v. This lead was capped and replaced due to pacing not being delivered when required.